Event description:
6.0 mm flexible medullary reamer-flat wire- broke intraoperatively while reaming a tibial shaft with the head of the reamer breaking off in the shaft. Surgeon was able to recover the reamer head with a 2.5 mm reaming rod. No parts of reamer remain implanted in patient. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Investigation not completed, no conclusion drawn, as no product received. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
A review of the device history records (DHR) was performed and reports the following: greatbatch medical manufactured the 6.0mm flexible medullary remer/flat wire/385 mm, p/n 359.106, and lot number 6345282. The supplier¿s certificate of compliance (dated april 29, 2010) indicates the parts were manufactured to p/n 359.106, revision ¿c¿ and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number 359if106, revision ¿k¿ (dated may 7, 2010). There were no mrr¿s, ncr¿s, or complaint related issues with this complaint. Occupation was changed from health professional to other healthcare professional.

Event description:
This is 1 of 1 device for this event reported on complaint (B)(4).